Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they hospitalized and visited to emergency room on (B)(6) 2022 due to a hyperglycemia. Customer blood glucose level was 650 mg/dl at the time of event and when admitted to hospital customer blood glucose level was and his current blood glucose level was 600 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of event. No further patient complication were reported. The insulin pump will be returned for analysis.